Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was also stated that the insulin pump had been alarming no delivery. Troubleshooting was performed and the insulin pump passed the prime test, but alarmed no delivery during the basal rates. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.